Manufacturer narrative:
Title: perfusion speed of indocyanine green in the stomach before tubulization is an objective and useful parameter to evaluate gastric microcirculation during ivor-lewis esophagectomy source: surgical endoscopy (2020) 34:5649¿5659 published online: 27 august 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from march 2017 to november 2019, which analyzed using indocyanine green (icg) fluorescence angiography to decrease anastomotic leak rate in 100 patients who underwent ivor-lewis esophagectomy, at the beginning of the study, a stapled latero-lateral anastomosis was performed with the stapler. There were 7 anastomotic leaks in patients who underwent latero-lateral anastomosis (clavien¿dindo ii-v). A gastrografn swallow x-ray test was performed to all patients between postoperative day information from the upper gastrointestinal endoscopies or reintervention reports were laparoscopy plus conversion to thoracotomy. Patients with anastomotic leak were classified into those with no mucosal alterations around the anastomosis or the gastric conduit, those with some deterioration or ischemic lesions large mucosal petechiae or ulceration, and those with a clear description of focal or extended necrosis in contact with the anastomosis. Article: eider talavera-urquijo; 2020, springer science+business media, llc, part of springer nature 2020.